Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was advance for ultrasound examination of the target lesion. During the procedure, the catheter was stuck. There were no patient injury. Additional information was requested but not yet received.